Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during a procedure performed on an unknown date. During the procedure, the black introducer failed. The procedure was completed with another naviflex delivery system. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.